Event description:
Event description guidant received information that the implantable lead displayed elevated thresholds and decreasing r-wave measurements. The physician believes the lead either disloged or the patient had a myocardial infarction which damaged the tissue the lead was placed in.